Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was an active service member in the middle of retiring; therefore, the patient was waiting for a referral and was in a weird transition where hospital matters would take time. The patient was to contact doctors once the transition from active to retired took place.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead. Serial# unknown . Implanted: (B)(6) 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the implant was stimulating/hitting differently than the trial. The patient clarified that it was not stimulating the same place/exact spots necessary. The patient worked with a manufacturer representative (rep) who had a hard time programming it. The patient was told it could shift/migrate, so he thought that may have occurred, but clarified that it was occurring during the initial programming. It was noted that the patient had settings both where he felt it and did not feel it. The patient later worked with reps who reviewed changing the settings to find an appropriate level. The patient stated that he settled on a setting of 5 volts amplitude. After that, the patient weaned off drugs and after going through withdrawal he noticed that the pain was increasing, so he increased it to 6 volts. The increase helped/was effective. The patient noted recharging taking longer since initially increasing stimulation, taking at least four to twelve hours. The patient stated that the device had also turned off by itself two times. The patient noticed it when he went to recharge. The patient was redirected to follow-up with a healthcare professional (hcp) to address the issues. It was noted that the patient was stationed in a different area and was told to call about programming in his new area. The patient did not have a managing hcp; the patient was medically retired due to his injuries and was between locating doctors due to it. Stimulation not being in the correct area began on (B)(6) 2017. The patient being weaned off drugs, going through withdrawal, and pain increasing occurred in 2017, between two and six weeks prior to (B)(6) 2017. Recharging taking longer after increasing stimulation began in (B)(6) 2017, six weeks prior to (B)(6) 2017. The patient thought the implant turning off occurred the third week after implant, in 2017. It was noted that a rep was made aware of the stimulation not being in the correct area on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was an active service member in the middle of retiring; therefore, the patient was waiting for a referral and was in a weird transition where hospital matters would take time. The patient was to contact doctors once the transition from active to retired took place. The patient's weight was between (B)(6)pounds.